Event description:
It it was reported that during the implant procedure, there was difficulty positioning/fixing the lead ((B) (4)) . In addition, there was difficulty positioning/fixing and extending/retracting the 2nd lead ((B) (4)). The leads were not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. (B) (4) upon analysis, it was reported that there were no anomalies found, there was blood/fluid on the proximal conductor, the outer insulation was breached, and there was blood in/on the helix/lobe mechanism. It was determined that the damage was caused at implant. Full lead returned and analyzed.